Event description:
Customer called to report that he were hospitalized two weeks ago with an issue unrelated to high blood glucose or the pump. Customer stated that he has gastroparesis and neuropathy. Customer stated that the insulin pump alarmed threshold suspend when it was not suppose to. Customer's blood glucose levels were not included in the report. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.